Event description:
It was reported that this device record a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data was sent for engineering analysis. Analysis showed that the low voltage fault is valid and confirmed that the power consumption is increasing in a gradual fashion. Device replacement was suggested. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.